Event description:
It was reported that the device site was painful, so the patient had the device explanted. Following the surgery, the patient experienced worse pain, as well as bleeding from the site. The patient outcome is unknown. Further information is being requested from the hcp.